Manufacturer narrative:
Further information from the reporter regarding the device, event, and patient details has been requested. No additional information is available at this time. The events of device migration, uveitis, and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received noting the device was implanted at the level of the anterior chamber. It was noted the patient experienced uveitis granulomatous, significant conjunctival hyperemia, and endothelial decompensation. It was also noted the surgeon had found that the xen device had a tendency to extrusion towards the previous segment, and was located close to the endothelium, that could explain the inflammation." Surgical intervention was done to remove the implants and limit endothelial friction. No complications with removal.

Event description:
Additional information received noting affected eye was the left. It was also noted the implant was removed because of this "granular conjunctival hyperemia decompensation. Inflammation, neovascular and trauma until explanation." The event was resolved after removal.

Manufacturer narrative:
Further information from the reporter regarding the device and event has been requested. No additional information is available at this time. The reported event of "neovascular and trauma until explantation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient presented with irian neovascularization due to chronic glaucoma. Patient has no history of iridectomy, trabeculectomy or laser surgery. It is a pseudophakic eye (date of cataract surgery unknown). It is an anterior chamber implant. No other eye surgery, presence of a history of contralateral ocular contusion but no impact on the current pathology. Presence of intraocular inflammation and iris neovascularization up to explantation, no notion of anteriority over the 6 months preceding the stent. No keloids are present.

Manufacturer narrative:
The event of corneal decompensation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a wrongly positioned xen®45 gts in an unknown eye experienced corneal decompensation secondary to corneal endothelitis. The device will be explanted.